Event description:
It was reported that the customer was hospitalized due to experiencing a high blood glucose (bg) level unknown. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.